Event description:
Incident involves a nebulizer accepting the connection of an endotracheal tube. If these two devices are placed together, an almost totally airtight system may be formed. The report from the tga does not clearly indicate an adverse event to a patient on the misuse of both these products. Also, it is not clear if a report was filed on the manufacturing company of the endotracheal tube. Hrci has not been able to examine the actual device due to it being discarded. The investiation is continuing although this appears to be a clear instance of user error, and misuse of both products.